Event description:
A couple of months ago, the pt went to the ER and they said, he was going through withdrawal, so they gave hem a shot of morphine. Following that he started having overdose symptoms. The symptoms included mental confusion, flailing arms, pulling out IV's and seizures. He was like that for two days. Following this, the pt was never the same. At night, he yelled out things and threw things and didn't remember. The medication was removed from the pump on (B) (6) 2010, and the pump was filled with saline. Three days later, the pt had nausea and weak legs. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).